Event description:
A hospital in (B)(6) reported via a distributor that one of the limbs of an rt200 adult dual heated breathing circuit had damaged heater wire pins. The limb could not be connected to a heater wire adaptor. No patient consequence was reported

Manufacturer narrative:
(B)(4). The rt200 adult dual heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint breathing circuit was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. A bent pin test was also performed on the inspiratory and the expiratory limbs to see if they could be connected to a hater wire adaptor. Results: visual inspection revealed a hole about 4cm from the connector of the dryline tube. A heater wire adaptor could not be fully connected to the heater wire socket in the inspiratory limb. One of the inspiratory heater wire pins was bent, preventing the adaptor from connecting to the heater wire socket. No fault was found with the heater wire pins in the expiratory limb. A lot check revealed one other dryline hole complaint for lot number 120203. No other damaged pin complaints were found for this lot number. Conclusion: it was identified that damage to the rt200 dryline was caused by a faulty corrugator block that was used during the dryline manufacturing process. The faulty corrugator block was replaced last year. The subject dryline tube was manufactured before the faulty corrugator block was replaced. During the production of the dryline tubes, a pressure test is performed every (B)(4) and those that fail are set aside for further inspection. All breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to damage the heater wire pins during use, for example, if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or split pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were damaged during transport or by the end user. Our user instructions that accompany the rt200 adult dual heated breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4).